Manufacturer narrative:
Additional, changed, and/or corrected data: e.3.

Event description:
Allergan aesthetics sales rep reported the following on behalf of hcp following expander placement "mastectomy flap began to necrosis, and suture tabs (3 total) had pulled away from the expander." Additionally rep reported "sutures did not pull through the tabs rather the whole tab pulled away from expander." Device has been explanted. Unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: necrosis.

Event description:
Allergan aesthetics sales rep reported the following on behalf of hcp following expander placement "mastectomy flap began to necrosis, and suture tabs (3 total) had pulled away from the expander." Additionally rep reported "sutures did not pull through the tabs rather the whole tab pulled away from expander." Device has been explanted. Unknown side.